Manufacturer narrative:
The investigation of pump stop has been completed. The pump was returned for investigation. The data log shows several pump stops with motor current spikes during startup. The received pump did not have a guidewire attached. No other physical abnormalities were observed. The pump operated according to specifications during a test run in a bucket of water. According to the clinical report, the doctor accidentally started the pump with the guidewire still in it and was not able to start the pump. The pump was then replaced with a new one. The cause of the pump did not start issue was use related since pump was started without guidewire removal.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that the patient was taken to operating room for impella 5.5 escalation. While the impella 5.5 was attempted to be started the impella 5.5 stopped. A new impella 5.5 was opened, prepped and inserted over wire and started with no issues. There was no patient harm and the patient survived.